Event description:
Customer reportedly received results of 348 mg/dl and 170 mg/dl within 10 minutes using 1 vial of aviva strips on two different aviva meters. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.